Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by sending a replacement pump and provided the caller with instructions on returning the malfunctioning pump and preparing the new one for use. No backup insulin therapy was initially available, so the customer planned to contact their healthcare provider.